Event description:
The customer reported that the pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to try using a different wall adapter, which resolved the issue. The customer used non-tandem charging supplies, and technical support informed the customer of the need to use tandem-recommended accessories unless troubleshooting. Technical support arranged for a replacement tandem wall adapter and charging cable to be sent, and no further assistance was required once the pump began charging.